Event description:
The patient mentioned that he was having a problem with the meter compartment cover and ended up contacting ems. The patient was treated; however, there is no information on what type of treatment the patient received. There is also no information on the patient's blood glucose reading on the paramedics meter. No further clinical information was provided. The customer care advocate (cca) sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, nut has not yet received it.